Event description:
It was reported that the patient had not been able to get the purewick urine collection system to work from the start. It was noted that the patient had been using the purewick products for less than 90 days. Per follow up via phone on (B)(6) 2022, customer stated that the patient has alzheimer and pulled the purewick female external catheter out from between their legs because it was so noisy and it frightened them. Customer also stated that the instructions said the suction could be adjusted on the device and they had not found where they could adjust the amount of suction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had not been able to get the purewick urine collection system to work from the start. It was noted that the patient had been using the purewick products for less than 90 days. Per follow up via phone on 02mar2022, customer stated that the patient has alzheimer and pulled the purewick female external catheter out from between their legs because it was so noisy and it frightened them. Customer also stated that the instructions said the suction could be adjusted on the device and they had not found where they could adjust the amount of suction.